Manufacturer narrative:
The evaluation findings of fiber to be broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip appeared used and measured 3.5 mm. Light was unable to travel to the fiber face to illuminate it indicating that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. There was no aiming beam exiting the distal end of the device. The event description and condition of the returned device indicate that damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a laser stone procedure in the kidney performed in (B)(6) 2014(exact date unknown). According to the complainant, during preparation, the laser fiber would not work when plugged into the laser unit. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿no patient injury.¿